Event description:
This morning power scooter had an unexpected, unintended, and uncontrolled rapid acceleration causing pt to crash into a parked motor vehicle at the bottom of a ramp at a commuter rail station. Pt was startled by the event but fortunately was not injured. Had the uncontrolled event happened a min later pt would have been on the raised train platform. Following the event, pt's scooter was inoperable and pt loaded the scooter back onto vehicle lift. Pt can ambulate independently for short distances and therefore was not stranded on the scooter. Pt notified equipment dealer today and prosthetic svc.